Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error, motor position encoder error and battery out limit. The customer¿s blood glucose level was 401mg/dl at the time of the incident. The customer was offered assistance with high blood glucose level and customer states will perform manual injection. The customer stated that the insulin pump has a black dot on the screen. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm, motor position encoder error alarm, unexpected off no power alarm, battery out limit alarm or blank display anomaly during testing noted. No pump/meter communication anomaly noted. Motor passed motor test. Pump had cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.